Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 22:36:33. During night drain cycle one, the patient's ultrafiltration reading was 2131ml, indicating the home patient (hp) drained 2131ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the iipv event. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.